Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-07-25. H.6. Investigation summary: material #: 367846; lot/batch #: 2200093. Bd received a sample and seven (7) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. A lavender particle from the shield was observed inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant.

Event description:
It was reported that while using the bd vacutainer® edta 2k that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: this report is about foreign matter. The customer reported that foreign matter (purple fragment) was found in the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® edta 2k that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: this report is about foreign matter. The customer reported that foreign matter (purple fragment) was found in the tube.